Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was playing when the pump touchscreen cracked. Pump was functional; however, the numbers on the display were hard to press. There was no reported adverse impact to customer's blood glucose.